Event description:
The user facility reported that the surgical table remained in a tilt position when commanded to return to a level position after completion of two patient procedures. A facility employee was able to level the table on both occasions. The patients were successfully transferred from the table and no injuries were reported to either the patients or hospital staff.

Manufacturer narrative:
A steris technician inspected the table and was able to duplicate the reported event. The technician found that the table would not return to a level position from the right tilt position. The technician tested the table using both the table hand control and manual foot pump and noted the hydraulic fluid was not getting to the tilt cylinder for proper table function. The technician found that all other table movements operated properly except for the table tilt function. The technician determined that the cause of the reported event is isolated to the table's main valve body. The user facility has decided not to replace the table. The surgical table was sent back to steris where it was confirmed that the table's main valve body was not functioning properly. The table's main body valve was replaced and the table was placed back into inventory.